Event description:
It was reported that the user¿s ilet insulin pump was caught on equipment at work, resulting in a severely cracked screen with lcd pooling and cessation of insulin delivery; a replacement was initiated and the user transitioned to injection therapy as a backup. Symptoms included none reported, with blood glucose remaining within range. Outcomes included no injury, no medical intervention beyond switching to injections, and no hospitalization. Investigation included complaint handling and attempts to retrieve the damaged device for evaluation. Investigation of the device revealed physical damage to the display assembly consistent with external mechanical impact, leading to loss of user interface and interrupted insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction resulting in accidental physical damage.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.